Manufacturer narrative:
(B)(4). The pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and broken belt clip slot. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had slide broke off clip and loss communication. Customer stated that serter issue. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.